Event description:
It was reported the right ventricular (rv) lead had an apparent fracture. Also, the right atrial (ra) lead had no slack and the thresholds were high. During the procedure, it was attempted to reposition the ra lead for more slack but it could not be. The rv and ra leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.